Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed rates. There were no alarms or conditions indicating a pump malfunction noted in the pump history. The pump history indicated that the patient manually changed the time on (B)(6) 2011 from 19:51 to 07:59. Due to the manual time change, the total daily dose history appeared inaccurate because the pump recorded an additional 12 hours of delivery for that date. The pump was exercised for 29 hours with no insulin delivery issues. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The healthcare professional reported that on (B)(6) 2011 the patient noted the total daily basal delivered was inaccurate in the pump's history. There was no adverse event associated with this issue.